Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker was explanted due to normal battery depletion. No product anomalies were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance anomaly. At this time, this pacemaker has not returned for analysis, and no additional adverse patient effects were reported. Additional information was received indicating that the reason for explanting this device was due to normal battery depletion. No product performance anomalies were reported. Therefore, this event no longer meets complaint criteria.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance anomaly. At this time, this pacemaker has not been returned for analysis, and no additional adverse patient effects were reported.